Manufacturer narrative:
(B)(4). Visual inspection found the device bloodied. The investigation found the ski was jammed and the handle latch was difficult to release. Inspection of the instrument found it very bloody and heavily used. A piece of the handle chipped off near the ski guide as if excessive lateral force was applied to the latch. The piece was returned with the instrument. The investigation identified the root cause of the reported event to be improper handling. No trend has been identified for this failure mode. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during use on a gastrectomy procedure, a part of the handle fell off, not into the patient's cavity and the instrument jammed. No tissue damage. No bleeding. No patient injury reported. Device to be returned for investigation.